Event description:
During attempted implant, increased pacing impedance was observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with exception of damage consistent with that occurring at the time of the procedure.